Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.9, lab: 5.2, therapeutic range: 3.0-3.5. The tests were done within an hour of each other. On occasion, patient may milk the finger.

Manufacturer narrative:
Pending investigation.